Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white residue that appeared to have been from a prior procedure - however, the material in the cylinder and air/water tube was unable to be further specified. Moreover, no deformation/damage was noted inside the tube or cylinder, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign matter found in the air/water tube and cylinder, other evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; the bending angle in the left direction did not meet the standard value due to wear of the angle wire; and the adhesive on the bending section cover was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a foreign material was found in the air/water tube and air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.